Event description:
It was reported by the affiliate that (1) lcsc5 and (1) lcsj5 and (1) hp053 were used during a lap gastrectomy procedure. It was reported by the affiliate that the instrument made an error alarm soon after the case started. A new instrument was used to finish the case. No adverse pt outcome. 5/9/2000 it was reported by the affiliate the devices are not being returned.